Manufacturer narrative:
The insulin pump was received with a blank display and constant tone after the battery was inserted due to moisture damage on electronic assembly. Moisture damage was also found on the motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went into the pool with the insulin pump. The customer stated the display went blank immediately after the water exposure and a constant tone occurred. Blood glucose value was 207 mg/dl. Customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.